Event description:
A pt experienced nausea, dry heaves, chest pain and shortness of breath during dialysis. The pt received phenergan twice, symptoms persisted. The treatment was discontinued. The facility alleges that the machine's coductivity and ph were checked and were appropriate prior to initiating the treatment. This was the second time the machine had been used since routine maintenance was performed. The facility alleges the previous treatment was uneventful. The pt's symptoms continued after the treatment was terminated. The pt was admitted to the hospital. The facility states the diagnosis was acidosis. No ER lab results were available for the investigation. The pt was dialyzed again in the hospital and discharged in stable condition. The machine was removed from the treatment area for inspection by the facility machine technician.